Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Caller noted the pt stated the ins battery is dead. Caller is unsure if pt is able to recharge. Additional information was received from the patient. The patient reported the cause of the depleted implant was that the electrodes burned out and quit working. Tte issue was not resolved. The implant had helped but lasted only 2 years. It would be almost impossible to replace.